Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted. A second clip delivery system (cds) was positioned lateral to the first and became entangled in chordae in the left ventricle (lv). Upon initial attempts to grasp the leaflet was torn. The cds was repositioned and successfully deployed reducing the final mr grade to 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported difficult to remove appears to be related to the patient morphology/pathology (rotated heart and several chords noted in grasping area). The reported leaflet tear appears to be related to procedural conditions. Tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.